Manufacturer narrative:
Findings: pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that the threads on the insulin pump where the reservoir goes in are chipping and coming loose. There is a crack on the insulin pump. The device was not bumped or dropped. Damage occurred from using the device every day. The customer¿s blood glucose during the incident was unknown. The insulin pump was returned for analysis.